Event description:
Reportedly, the pt had pancreatic cancer and so the surgeon was going to do an open pancreatectomy, but it was inoperable and so did a biliary and gastric bypass. The pt was ok for a day or two but started to complain of abdominal pain. CT scan found a defect at the left end of the gastroenterotomy. The pt returned to the or and they had peritonitis and a 1 cm defect at the end of the staple line. As a result pt had slight septic shock. Current pt status info unavailable.